Manufacturer narrative:
(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during the third bypass, the acrobat-I stabilizer handle didn't work and wouldn't lock the stabilizer in place; it kept turning without tightening. It was replaced with one from the same batch and worked correctly. There was a delay as it involved checking several times that it didn't work, until it was decided to perform another one. Therefore, this delays the surgery. There is no indication of any injury to the patient or user.

Manufacturer narrative:
Trackwise #(B)(4). Updated sections: b-4, g-4, g-7, h-2, h-6, h-10. The hospital reported that during a coronary artery bypass procedure, acrobat-I stabilizer z knob was continuously rotating during the procedure. A new device was opened to complete the procedure. There was no harm. The investigation has been started since the complaint was received, the following contents have been conducted: 1. DHR review: the DHR of the reported lot has been reviewed. No non-conformity relevant with the reported issue is observed. All the products had been performed 100% mechanical function test during production. They all passed the function test which demonstrate the knob can be tightened and can also tighten the flexlink arm. 2. Trend review: in the last 12 months, the occurrence rate is found to be (B)(4) which is under anticipated occurrence rate. 3. Device was not received for evaluation, the specific root cause for this failure is impossible to define. 4. Review complaint historical data, the failure knob difficult/ unable to tighten-arm does not lock happened before and has been investigated. The most probable root cause for the knob tighten abnormal could be acme nut lead in thread broken for the reason that rotating to lose the knob anti-clockwise rapidly, or rotating the knob leaner or too much strength used, which caused acme screw misaligned with the acme nut lead in thread, acme nut lead in thread broken, then the knob could not be tighten, and link arm could not be tightened. There were no ncmrs, rework, or deviations documented for the reported batch, based on above review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
The hospital reported that during the third bypass, the acrobat-I stabilizer handle didn't work and wouldn't lock the stabilizer in place; it kept turning without tightening. It was replaced with one from the same batch and worked correctly. There was a delay as it involved checking several times that it didn't work, until it was decided to perform another one. Therefore, this delays the surgery. There is no indication of any injury to the patient or user.